Manufacturer narrative:
The customer was injured while performing routine maintenance of the instrument. At the time of the injury, there were not any samples/specimen being processed on the instrument, which includes staining slides. Although the instrument was not in use for specimen transfer, there is the potential that the scratch could come into contact with mucosal membrane. Upon further discussion with the site, the customer did not report this injury to any local health authority. The customer cleaned the area well with alcohol. The instrument did not malfunction and is operating within labeling claims. There are no planned field safety corrective actions as a result of this injury.

Event description:
Customer accidentally scratched her hand on staining bundles when removing the deck cover on the instrument.